Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain all the time') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and migraine ("migrains"). The patient was treated with surgery (to remove pain). Essure was removed. At the time of the report, the back pain was resolving and the arthralgia and migraine outcome was unknown. The reporter considered arthralgia, back pain and migraine to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media back pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received, new event hip pain, migraine added. Event back pain outcome and new reporter added. Case become incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of back pain ('lower back pain all the time'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and migraine ("migraine"). The patient was treated with surgery (to remove pain). Essure was removed. At the time of the report, the back pain was resolving. And the arthralgia and migraine outcome was unknown. The reporter considered arthralgia, back pain and migraine to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain all the time') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and migraine ("migraine"). The patient was treated with surgery (to remove pain). Essure was removed. At the time of the report, the back pain was resolving and the arthralgia and migraine outcome was unknown. The reporter considered arthralgia, back pain and migraine to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media back pain. Quality-safety evaluation of ptc: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on 7-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.